Event description:
A filter did not appear to open completely following deployment via the femoral approach. The physician felt the patient was adequately protected at that time and a second filter was not placed. One month later the patient experienced a pulmonary embolus. Another filter was successfully placed and the patient's condition is good. This device remains implanted. Therefore, no failure analysis will be available. Follow up could not confirm if a pre-placement cavogram was performed prior to filter placement. Continual flushing of the carrier system during the implant procedure was not performed. Co feels these factors may have contributed to this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... If inadequate protection against pe is suspected, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flusing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."